Event description:
Patient reported the infusion device does not accurately deliver insulin or alarm for occlusions. There are also air bubbles in the cartridge and infusion set even though all accessories are new. The infusion device was requested for evaluation. The cartridge and infusion set were discarded and will not be returned. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. E4 occlusion errors were found in the history, and the occlusion limits were tested successfully. The problem mentioned by the customer could not be reproduced. It is excluded that the pump produces air bubbles after correct priming. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.